Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation, the legal manufacturer's final investigation, and new information obtained from the customer. The device was returned to olympus and the customer's reported issue was confirmed. Additionally, the device exhibited an e117 error during inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the reported errors occurred due to a circuit board failure (v assembly board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred during a therapeutic salpingectomy procedure. The device was replaced, and the procedure was completed.

Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited error code e116 after startup. There were no reports of patient harm.